Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for evaluation. Therefore, 29 retention samples from bd inventory were evaluated by functional testing and the issue relating to stopper creepout was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode stopper creepout. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.

Event description:
It was reported that during use with bd vacutainer® serum / cat blood collection tubes there was a loose closure and cap fell off. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: according to the customer's report, the cap was loose and fell off from the tube.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that during use with bd vacutainer® serum / cat blood collection tubes there was a loose closure and cap fell off. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: according to the customer's report, the cap was loose and fell off from the tube.